Manufacturer narrative:
Physio-control isolated the issue to the main keypad assembly. The button, which is composed of a left-side and a right-side switch, was partly functioning. The left-side switch was inoperative but the right-side switch was fully functional. The cause was likely due to process residue between the star dome and trace.

Event description:
The customer contacted physio-control to report that their device on/off button was intermittent, and it sometimes took 7 or 8 tries to successfully power it up and down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device on/off button was intermittent, and it sometimes took 7 or 8 tries to successfully power it up and down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.